Manufacturer narrative:
The customer resolved the issue with the help of customer technical support over the phone. Failure mode was determined to be the fitting (ff13). (B)(4).

Event description:
The customer reported a leak from the probe and vacuum isolator (vic) waste line of a coulter act diff analyzer during the startup procedure. The customer indicated that approximately 5 ml of liquid had leaked and was not contained within the instrument. The operator was wearing personal protective equipment consisting of gloves and eyewear at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no affect or change to patient treatment in connection with this event. Beckman coulter customer technical specialist (cts) assisted the customer with troubleshooting over the phone. The customer confirmed the leak coming from the vic waste line going to fitting (ff13) and noticed that the fitting was damaged. The customer replaced the fitting and no further leak was observed.